Manufacturer narrative:
A field service engineer performed an on-site inspection of the microscope. The loss of light was determined to be due to insufficient contact between the connector and the bulb. Distribution of the opmi mdo microscope in the united states ceased in 2000. The healthcare provider reported this incident to the (B)(6) who informed the manufacturer. The healthcare provider declined to answer questions from the manufacturer. The user manual instructs the user to check both the lamp illumination and that the back-up lamp module contains a functional bulb prior to each surgery. The user manual further instructs the user to install the back-up lamp module in the event of lamp failure. (B)(6).

Event description:
It was reported that during a cataract surgical procedure using the opmi mdo surgical microscope, illumination of the surgical field was lost after the opening incision. The healthcare professional made a decision to stop the procedure and transfer the patient to another hospital where the procedure was completed.